Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported no battery back up. There was no reported patient involvement.

Manufacturer narrative:
The serial number initially reported was for the device.